Manufacturer narrative:
Concomitant medical products: abstack30x abs fixation device30 tacks (lot# unknown). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of inguinal hernias. It was reported that after the implant, the patient experienced infection, pain, mesh shrinkage, mesh contraction, sliding mesh, recurrence, and migration. Post-operative patient treatment included revision surgery and mesh removal.